Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. The clinical information was reviewed. The root cause of the purge leak was sidearm yellow luer damage due to sodium bicarbonate in the purge solution. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended. Of note the IFU states: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported that the purge system of the impella 5.5 was leaking at the yellow luer after the purge cassette was changed. Purge bypass was performed. No alcohol or hemostats were used, and sodium bicarbonate was used in the purge. There were no reports of harm to the patient.